Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose level was 150 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.